Event description:
During a fistula dilatation (14 atm), the balloon cut (separated) in 2 parts, remaining on the wire guide. The radiologist had to use a retrieval system to "catch" the balloon on the wire guide. This resulted in a longer procedure and an unsuccessful dilatation. The entire system had to be removed, including the introducer. It was necessary to perform the procedure on another day.

Manufacturer narrative:
(B) (4). Event under investigation at this time.